Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4).) On 28-oct-2015. The most recent information was received on 06-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state in (B)(6) 2010, parity, pregnancy, cesarean section, incisional drainage, abdominal tenderness, erythema, chest pain, neck pain (with radiation), stress test, incision site pain, wrist injury and pregnancy. Concurrent conditions included diabetes, diabetic neuropathy, hypertension, hypersomnolence, irritable bowel, diverticulosis, joint pain, joint swelling, cramp in lower abdomen, genital bleeding, uterine bleeding, uterine enlargement, uterine leiomyoma, paratubal cyst, scalp irritation, low back pain, cough, nasal stuffiness and hyperlipidemia. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as atorvastatin, celecoxib (celexa), glimepiride, liraglutide (victoza), modafinil and sertraline hydrochloride (zoloft). In 2010, the patient experienced migraine ("debilitating migraines 4-10 times a month/migraines / headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("sharp stabbing abdominal pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced memory impairment ("neurological conditions or problems type: memory got extremely worse"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced migraine headache ("migraines / headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ anxiety,") and anxiety ("psychological or psychiatric problems condition: depression/ anxiety,"). In (B)(6) 2014, the patient experienced fatigue ("extend fatigue/fatigue"). In (B)(6) 2014, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: multiple yeast infections"). On an unknown date, the patient was found to have uterine leiomyoma ("uterus was enlarged: numerous fibroids") with menorrhagia and dysmenorrhoea and experienced abdominal pain lower ("cramps, stabbing pains, to the point it is difficult to go through day to day"), fallopian tube cyst ("tubes, where the coils were located, were covered in cysts"), arthralgia ("horrible joint pain 24 hours a day"), abdominal distension ("bloating is terrible, look like 9 months pregnant, hard swollen belly hard swollen belly"), mood swings ("severe mood swings"), restless legs syndrome ("restless leg syndrome"), menorrhagia ("menstrual cycles were abnormal and heavy."), asthenia ("lack of energy"), swelling face ("swelling face"), headache ("headache"), somnolence ("sleepy"), chest pain ("chest pain"), musculoskeletal pain ("shoulder pain"), sneezing ("sneezing like crazy"), gastric disorder ("stomach problem"), hyperhidrosis ("excessive sweating"), alopecia ("losing my hair"), diabetes mellitus ("diabetic"), inflammation ("inflammation"), back pain ("backache"), bladder disorder ("bladder disorder"), myalgia ("muscle soreness") and diverticulitis ("diverticulitis"). The patient was treated with surgery (total laparoscopic robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, uterine leiomyoma, fallopian tube cyst, migraine, arthralgia, restless legs syndrome, fatigue, vaginal haemorrhage, migraine headache, asthenia, gastric disorder and bladder disorder had resolved, the abdominal pain lower, abdominal distension and mood swings had not resolved and the fungal infection, depression, anxiety, memory impairment, dyspareunia, vaginal discharge, menorrhagia, swelling face, headache, somnolence, chest pain, musculoskeletal pain, sneezing, hyperhidrosis, diabetes mellitus, inflammation, back pain, myalgia and diverticulitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, asthenia, back pain, bladder disorder, chest pain, depression, diabetes mellitus, diverticulitis, dyspareunia, fallopian tube cyst, fatigue, fungal infection, gastric disorder, headache, hyperhidrosis, inflammation, memory impairment, menorrhagia, migraine, mood swings, musculoskeletal pain, myalgia, pelvic pain, restless legs syndrome, sneezing, somnolence, swelling face, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and migraine headache to be related to essure. The reporter commented: discrepancy noted in essure incretion date previously reported as (B)(6) 2010. The coils on the left was placed with 4 coil visualized and the coil on the right was placed with 6 coils visualized. Descripancy for the insertion date (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, the walls of the uterus are smooth .there are bilateral tubal occlusion devices with proximal tip in the interstitial portion of the fallopian tubes there is contrast a pacification of the uterus without evidence of mass lesion.. Ultrasound scan - on an unknown date: us results show enlarged uterus, no identifiable fibroid seen, essure clips seen, as discussed before patient wishes hysterectomy for heavy menses pelvic pain since essure, declined mirena(se previous visit for details). Assessment menorrhagia with regular cycle , severe dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 6-mar-2020: social media received. Added events swelling face, headache, sleepy, chest pain, shoulder pain, sneezing like crazy, stomach problem, excessive sweating, losing my hair, diabetic, inflammation, backache, bladder disorder, muscle soreness, diverticulitis. Updated outcome of events. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 28-oct-2015. The most recent information was received on 25-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state in (B)(6) 2010, parity, pregnancy, cesarean section, incisional drainage, abdominal tenderness, erythema, chest pain, neck pain (with radiation), stress test, incision site pain and wrist injury. Concurrent conditions included diabetes, diabetic neuropathy, hypertension, hypersomnolence, irritable bowel, diverticulosis, joint pain, joint swelling, cramp in lower abdomen, genital bleeding, uterine bleeding, uterine enlargement, uterine leiomyoma, paratubal cyst, scalp irritation, low back pain, cough, nasal stuffiness and hyperlipidemia. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as atorvastatin, celecoxib (celexa), glimepiride, liraglutide (victoza), modafinil and sertraline hydrochloride (zoloft). In 2010, the patient experienced migraine ("debilitating migraines 4-10 times a month/migraines / headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("sharp stabbing abdominal pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced memory impairment ("neurological conditions or problems type: memory got extremely worse"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced migraine headache ("migraines / headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ anxiety,") and anxiety ("psychological or psychiatric problems condition: depression/ anxiety,"). In (B)(6) 2014, the patient experienced fatigue ("extend fatigue/fatigue"). In (B)(6) 2014, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: multiple yeast infections"). On an unknown date, the patient was found to have uterine leiomyoma ("uterus was enlarged: numerous fibroids") with menorrhagia and dysmenorrhoea and experienced abdominal pain lower ("cramps, stabbing pains, to the point it is difficult to go through day to day"), fallopian tube cyst ("tubes, where the coils were located, were covered in cysts"), arthralgia ("horrible joint pain 24 hours a day"), abdominal distension ("bloating is terrible, look like 9 months pregnant, hard swollen belly hard swollen belly"), mood swings ("severe mood swings"), restless legs syndrome ("restless leg syndrome"), menorrhagia ("menstrual cycles were abnormal and heavy.") And asthenia ("lack of energy"). The patient was treated with surgery (total laparoscopic robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, uterine leiomyoma, fallopian tube cyst, migraine, restless legs syndrome, fatigue, vaginal haemorrhage and asthenia had resolved, the abdominal pain lower, arthralgia, abdominal distension and mood swings had not resolved and the fungal infection, depression, anxiety, migraine headache, memory impairment, dyspareunia, vaginal discharge and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, asthenia, depression, dyspareunia, fallopian tube cyst, fatigue, fungal infection, memory impairment, menorrhagia, migraine, mood swings, pelvic pain, restless legs syndrome, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and migraine headache to be related to essure. The reporter commented: discrepancy noted in essure incretion date previously reported as (B)(6) 2010. The coils on the left was placed with 4 coil visualized and the coil on the right was placed with 6 coils visualized. Discrepancy for the insertion date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, the walls of the uterus are smooth .there are bilateral tubal occlusion devices with proximal tip in the interstitial portion of the fallopian tubes there is contrast a pacification of the uterus without evidence of mass lesion.. Ultrasound scan - on an unknown date: us results show enlarged uterus, no identifiable fibroid seen, essure clips seen, as discussed before patient wishes hysterectomy for heavy menses pelvic pain since essure, declined mirena(se previous visit for details). Assessment menorrhagia with regular cycle , severe dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-feb-2020: information received via social media: new event - lack of energy and reporter's information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2188) on 28-oct-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state in (B)(6) 2010, parity, pregnancy, cesarean section, incisional drainage, abdominal tenderness, erythema, chest pain, neck pain (with radiation), stress test, incision site pain, wrist injury and pregnancy. Concurrent conditions included diabetes, diabetic neuropathy, hypertension, hypersomnolence, irritable bowel, diverticulosis, joint pain, joint swelling, cramp in lower abdomen, genital bleeding, uterine bleeding, uterine enlargement, uterine leiomyoma, paratubal cyst, scalp irritation, low back pain, cough, nasal stuffiness and hyperlipidemia. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as atorvastatin, celecoxib (celexa), glimepiride, liraglutide (victoza), modafinil and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("debilitating migraines 4-10 times a month/migraines / headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("sharp stabbing abdominal pain"). In (B)(6) 2011, the patient experienced memory impairment ("neurological conditions or problems type: memory got extremely worse"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced migraine headache ("migraines / headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ anxiety,") and anxiety ("psychological or psychiatric problems condition: depression/ anxiety,"). In (B)(6) 2014, the patient experienced fatigue ("extend fatigue/fatigue"). In (B)(6) 2014, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: multiple yeast infections"). On an unknown date, the patient was found to have uterine leiomyoma ("uterus was enlarged: numerous fibroids") with menorrhagia and dysmenorrhoea and experienced abdominal pain lower ("cramps, stabbing pains, to the point it is difficult to go through day to day"), fallopian tube cyst ("tubes, where the coils were located, were covered in cysts"), arthralgia ("horrible joint pain 24 hours a day"), abdominal distension ("bloating is terrible, look like 9 months pregnant, hard swollen belly hard swollen belly"), mood swings ("severe mood swings"), restless legs syndrome ("restless leg syndrome"), menorrhagia ("menstrual cycles were abnormal and heavy."), asthenia ("lack of energy"), swelling face ("swelling face"), headache ("headache"), somnolence ("sleepy"), chest pain ("chest pain"), musculoskeletal pain ("shoulder pain"), sneezing ("sneezing like crazy"), gastric disorder ("stomach problem"), hyperhidrosis ("excessive sweating"), alopecia ("losing my hair"), diabetes mellitus ("diabetic"), inflammation ("inflammation"), back pain ("backache"), bladder disorder ("bladder disorder"), myalgia ("muscle soreness"), diverticulitis ("diverticulitis"), endometriosis ("endometriosis") and uterine cyst ("fibroid cyst "). The patient was treated with surgery (total laparoscopic robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, uterine leiomyoma, fallopian tube cyst, migraine, arthralgia, restless legs syndrome, fatigue, vaginal haemorrhage, migraine headache, asthenia, gastric disorder and bladder disorder had resolved, the abdominal pain lower, abdominal distension and mood swings had not resolved and the fungal infection, depression, anxiety, memory impairment, dyspareunia, vaginal discharge, menorrhagia, swelling face, headache, somnolence, chest pain, musculoskeletal pain, sneezing, hyperhidrosis, diabetes mellitus, inflammation, back pain, myalgia, diverticulitis, endometriosis and uterine cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, asthenia, back pain, bladder disorder, chest pain, depression, diabetes mellitus, diverticulitis, dyspareunia, endometriosis, fallopian tube cyst, fatigue, fungal infection, gastric disorder, headache, hyperhidrosis, inflammation, memory impairment, menorrhagia, migraine, mood swings, musculoskeletal pain, myalgia, pelvic pain, restless legs syndrome, sneezing, somnolence, swelling face, uterine cyst, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and migraine headache to be related to essure. The reporter commented: discrepancy noted in essure incretion date previously reported as (B)(6) 2010. The coils on the left was placed with 4 coil visualized and the coil on the right was placed with 6 coils visualized. Discrepancy for the insertion date (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, the walls of the uterus are smooth .there are bilateral tubal occlusion devices with proximal tip in the interstitial portion of the fallopian tubes there is contrast a pacification of the uterus without evidence of mass lesion.. Ultrasound scan - on an unknown date: us results show enlarged uterus, no identifiable fibroid seen, essure clips seen, as discussed before patient wishes hysterectomy for heavy menses pelvic pain since essure, declined mirena(se previous visit for details). Assessment menorrhagia with regular cycle , severe dysmenorrhea. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- endometriosis, uterine fibroid cyst, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case report from a consumer in the united states was identified on 28-oct-2015 during monitoring of postings on FDA hosted docket website which had been established in preparation of a public FDA advisory committee meeting taking place in sep-2015 (case# FDA-2014-n-0736-2188). The report refers to the reporter herself a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2010 after having her son in (B)(6) 2010. Since then, she had suffered with debilitating migraines that occurred 4-10 times a month, also, horrendous menstrual cycles lasting 7-10 days with extremely heavy bleeding, cramps, sharp stabbing pains, to the point it was difficult to go through day to day routines, she had horrible joint pain 24 hours a day, bloating was terrible, she looked like she was 9 months pregnant. She had severe mood swings that were controlled by medication at time of reporting. She regretted she had agreed to put that device in her body. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Follow-up information was received from the consumer via social media on 07-jan-2016 and case was upgraded to incident. Consumer reported that essure caused her to have a hysterectomy on (B)(6) 2015 at (B)(6). Her tubes, where the coils were located, were covered in cysts. Her uterus was enlarged. Numerous fibroids. She looked like she was 9 months pregnant all the time and 2 weeks post-operative she has already dropped 9lbs and has not even tried. And she has been stuck at (B)(6) since having these coils. She is now (B)(6) and she is going to continue to work in getting the weight off. Something she could not do due to having a hard swollen belly and barely able to bend over with essure. Essure caused her to have restless leg syndrome, extremely painful periods, migraines multiple times a month, sharp stabbing abdominal pain and extend fatigue. The day after surgery, all those issues went away. Her implanting doctor would not discuss the coils with her, would not check placement though she requested. She had the coils for just over 5 years. Ptc investigation result received on 01-feb-2016 without major changes. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had sharp stabbing abdominal pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy and recovered from the event. The reported event is listed according to essure's reference safety information. In this case, consumer reported pain, cramping and menstrual changes after essure placement. She also stated her uterus was enlarged due to numerous fibroids; these fibroids could be an alternative explanation for her menstrual changes and could be contributory condition for her pain. However, since abdominal pain may occur with essure therapy and as consumer stated her hysterectomy was performed due to essure, causality with the suspect insert cannot be totally ruled out. This case was considered an incident, since device removal was required. Non-serious events were also reported. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring and follow-up was received via social media.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state in september 2010, parity, pregnancy, cesarean section, incisional drainage, abdominal tenderness, erythema, chest pain, neck pain (with radiation), stress test and incision site pain. Concurrent conditions included diabetes, diabetic neuropathy, hypertension, hypersomnolence, irritable bowel, diverticulosis, joint pain, joint swelling, muscle cramps, genital bleeding, uterine bleeding, uterine enlargement, uterine leiomyoma, paratubal cyst, scalp irritation, low back pain, cough, nasal stuffiness and hyperlipidemia. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as atorvastatin, celecoxib (celexa), glimepiride and liraglutide (victoza). In 2010, the patient experienced migraine ("debilitating migraines 4-10 times a month/migraines / headaches"). In november 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("sharp stabbing abdominal pain"). On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced memory impairment ("neurological conditions or problems type: memory got extremely worse"). In may 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In june 2011, the patient experienced headache ("migraines / headaches"). In january 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ anxiety,") and anxiety ("psychological or psychiatric problems condition: depression/ anxiety,"). In june 2014, the patient experienced fatigue ("extend fatigue/fatigue"). In august 2014, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: multiple yeast infections"). On an unknown date, the patient was found to have uterine leiomyoma ("uterus was enlarged: numerous fibroids") with menorrhagia and dysmenorrhoea and experienced abdominal pain lower ("cramps, stabbing pains, to the point it is difficult to go through day to day"), fallopian tube cyst ("tubes, where the coils were located, were covered in cysts"), arthralgia ("horrible joint pain 24 hours a day"), abdominal distension ("bloating is terrible, look like 9 months pregnant, hard swollen belly hard swollen belly"), mood swings ("severe mood swings"), restless legs syndrome ("restless leg syndrome") and menstrual disorder ("menstrual cycles were abnormal and heavy."). The patient was treated with surgery (total laparoscopic robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, uterine leiomyoma, fallopian tube cyst, migraine, restless legs syndrome, fatigue and vaginal haemorrhage had resolved, the abdominal pain lower, arthralgia, abdominal distension and mood swings had not resolved and the fungal infection, depression, anxiety, headache, memory impairment, dyspareunia, vaginal discharge and menstrual disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, depression, dyspareunia, fallopian tube cyst, fatigue, fungal infection, headache, memory impairment, menstrual disorder, migraine, mood swings, pelvic pain, restless legs syndrome, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted in essure incretion date previously reported as 19/nov/2010. The coils on the left was placed with 4 coil visualized and the coil on the right was placed with 6 coils visualized. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs and mr received. New events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: multiple yeast infections, psychological or psychiatric problems condition: depression/ anxiety, migraines / headaches, neurological conditions or problems type: memory got extremely worse, dyspareunia (painful sexual intercourse), vaginal discharge, pelvic pain and menstrual cycles were abnormal and heavy were added. Onset date, severity of abdominal pain and outcome of migraines were update. Product information lot number, indication were added and essure incretion date were updated. Patient information date of birth and height were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication (depo provera, victoza, glimepiride, celexa [celecoxib], atorvastatin) were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 12-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state in (B)(6) 2010, parity, pregnancy, cesarean section, incisional drainage, abdominal tenderness, erythema, chest pain, neck pain (with radiation), stress test and incision site pain. Concurrent conditions included diabetes, diabetic neuropathy, hypertension, hypersomnolence, irritable bowel, diverticulosis, joint pain, joint swelling, cramp in lower abdomen, genital bleeding, uterine bleeding, uterine enlargement, uterine leiomyoma, paratubal cyst, scalp irritation, low back pain, cough, nasal stuffiness and hyperlipidemia. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as atorvastatin, celecoxib (celexa), glimepiride and liraglutide (victoza). In 2010, the patient experienced migraine ("debilitating migraines 4-10 times a month/migraines / headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("sharp stabbing abdominal pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced memory impairment ("neurological conditions or problems type: memory got extremely worse"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced migraine headache ("migraines / headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ anxiety,") and anxiety ("psychological or psychiatric problems condition: depression/ anxiety,"). In (B)(6) 2014, the patient experienced fatigue ("extend fatigue/fatigue"). In (B)(6) 2014, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: multiple yeast infections"). On an unknown date, the patient was found to have uterine leiomyoma ("uterus was enlarged: numerous fibroids") with menorrhagia and dysmenorrhoea and experienced abdominal pain lower ("cramps, stabbing pains, to the point it is difficult to go through day to day"), fallopian tube cyst ("tubes, where the coils were located, were covered in cysts"), arthralgia ("horrible joint pain 24 hours a day"), abdominal distension ("bloating is terrible, look like 9 months pregnant, hard swollen belly hard swollen belly"), mood swings ("severe mood swings"), restless legs syndrome ("restless leg syndrome") and menorrhagia ("menstrual cycles were abnormal and heavy."). The patient was treated with surgery (total laparoscopic robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, uterine leiomyoma, fallopian tube cyst, migraine, restless legs syndrome, fatigue and vaginal haemorrhage had resolved, the abdominal pain lower, arthralgia, abdominal distension and mood swings had not resolved and the fungal infection, depression, anxiety, migraine headache, memory impairment, dyspareunia, vaginal discharge and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, depression, dyspareunia, fallopian tube cyst, fatigue, fungal infection, memory impairment, menorrhagia, migraine, mood swings, pelvic pain, restless legs syndrome, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and migraine headache to be related to essure. The reporter commented: discrepancy noted in essure incretion date previously reported as (B)(6) 2010. The coils on the left was placed with 4 coil visualized and the coil on the right was placed with 6 coils visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.